Event description:
It was reported that this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed during which the cuff was explanted and replaced with a 4.0 cuff. There were no device issues, and no additional information was provided.

Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100635544 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100672178 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4). B3: date is unknown, so estimated date was entered.